Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alleged over delivery due to recall. Customer¿s blood glucose level was 57 mg/dl. Patient was treated with food. Patient had been experiencing low blood glucose level for 2 times in the last week. Customer has been using insulin pump system within 48 hours of reported of low blood glucose level. Customer stated that auto mode feature was on. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.